Event description:
Customer reports the display indicates charging fault, monitor only. No reported pt involvement. Service representative was unable to duplicate the reported condition. Device was returned to MFR for further evaluation. Investigation is on going.